Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 18. On (B)(6) 2024 loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and abscess. No further patient complications were reported.